Manufacturer narrative:
Based on the information provided on (B)(6) 2016, kci could not determined if the patient's alleged bleeding event and visit to the ER was related to v.a.c.® therapy. Based on the additional information obtained on (B)(6) 2016, the wound care nurse reported that there were no adverse events or bleeding for the patient while on v.a.c.® therapy. Therefore, kci has deemed this event not reportable. Device labeling, available in print and online, states: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. With or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(6) 2016, kci received the following information from the patient's family member: the patient's wound was allegedly bleeding moderately and the drainage was bloody drainage. The patient was going to the emergency room (ER). On (B)(6) 2016, kci received the following information from the wound care nurse: there were no adverse events for the patient while receiving v.a.c.® therapy. There was no adverse bleeding event for the patient on (B)(6) 2016 and no medical or surgical intervention was needed for the patient. There was no harm or injury to the patient related to v.a.c.® therapy. The patient's wound continued to progress while receiving therapy and he has since met wound healing goals and is no longer on v.a.c.® therapy.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same. Kci has deemed this event not reportable. On dec 19 2016, kci received the following information from the wound care nurse: there were no adverse events for the patient while receiving v.a.c. ® therapy.

Event description:
On sep 16 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On dec 27 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.